Event description:
The customer reported a blue-green fluid leak out of the right bottom part of the coulter lh 750 hematology analyzer. The volume was reported as twenty to thirty ml of reagent and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found a pin hole in the sheath restriction tubing where it connects to the y fitting. The fse replaced the sheath restriction tubing to resolve the leak. (B)(4).